Event description:
Per the clinic, the patient underwent surgery (date not reported) to excise an overgrowth of granulation tissue around the implant site. It was also reported that the abutment was switched to a 9 mm abutment on (B)(6) 2012.

Manufacturer narrative:
(B)(4) - implanted device remains.